Manufacturer narrative:
Feb. 23, 2016 10:44 am (gmt-5:00) added by (B)(6): the reported edi catheter reading the high edi peak pressure was, according to the received information, due to a failure in the edi catheter, since after replacement with a new one, the vent operated fine. The replaced edi catheter as well as the device logs were not received for the investigation, despite several requests having been made. A defective edi catheter, with the reported symptoms, may lead to a higher volumes being delivered than what was set resulting in higher delivered pressures than intended. The root cause for the edi catheter failure has not been determined as a result of the lack of goods and information received for this investigation.

Event description:
Feb. 23, 2016 10:32 am (gmt-5:00) added by (B)(6): this report is duplicate of already receive MDR with the manufacturer report # : 8010042-2015-00128. The record is being created as requested per the FDA correspondence that requires a supplemental be filed electronically. It was reported that while the ventilator was connected to a patient, the edi catheter was reading a high edi peak pressure and would not lower. The edi catheter was replaced with another one with the same lot number. The new catheter worked fine and no patient harm was reported. The edi catheter is used during neurally adjusted ventilatory assist (nava) to detect the electrical activity in the diaphragm. (B)(4).